Manufacturer narrative:
UDI & device information are unknown, no information has been provided to date. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a bent right corner front panel and tidal volume control rebounds from end-stops. Two small knobs were cracked. Battery door is broken. The customer?s reported problem was duplicated. Device is due for routine maintenance. Installed MRI battery, sintered filters, and o-rings for the preventative maintenance. Replaced the rotary flow valve. Replaced two small knobs and caps, battery cover, label kit, and due to service damage replaced function switch kit. Reset patient pressure cycling led and adjusted peep control valve and CPAP control to tolerance. Replaced faulty electrical chassis assembly. Performed preventative maintenance and recalibrated unit, cleaned and affixed new service label. The cause of the problem was linked to the routine maintenance of the device. A DHR (device history review) was not performed because the reported issue was not linked to the manufacturing process. The previous service history has been reviewed and deemed unrelated to the current customer reported reason.

Event description:
It was reported that the device was found to have the tidal rebound issue. Discovered upon inspection during preventative maintenance. There was no patient involvement.